Manufacturer narrative:
No device was returned to olympus for evaluation, as it has been discarded by the user facility. However, the most likely cause for the reported event may be attributed to handling, excessive output from the esu, handling or user¿s technique by using the loop to move patient tissue which may cause breakage to the loop.

Event description:
The user facility reported that during a therapeutic transurethral resection of the prostate (turp) procedure, three electrode loops broke off and fell into the patient, as the physician was performing resection. All device fragments were retrieved via irrigation and flush method. No smoke or fire was observed. There was no bleeding to the patient, and no patient injury reported. The intended procedure was completed with a similar device. The devices were discarded following the procedure. In addition, the user facility staff reported that all devices were inspected prior to procedure with no abnormalities observed. 3 of 3 reports.

Manufacturer narrative:
The OEM performed an evaluation for the reported lot number of the model a22201c hf resection electrode that was used and based on the OEM¿s investigation it has been determined that the loop wires of the affected electrodes became damaged during production due to some irregularities in the manufacturing equipment. As a result, a field safety corrective action has been initiated to prevent potential risk to patient health.